Event description:
A "xen" gel stent was manufactured by allergan was implanted in my right eye by (B)(6). My eye pressures increased from 14 to 34. Pressures should have lessened. I am now on 4x as many medications to control pressure. Potentially, I was expecting not to need any medications once this device was implanted. I was just taking latanoprost once a day. My surgeon has added dorzolamide 3x a day to bring my pressures down. The stent serial (B)(4), lot#63945. Both my normal vision and peripheral vision have worsened. My normal vision has been stable for 10+years. My vision is currently hazy around the periphery. I am a glaucoma patient. I have had difficulty tolerating prescribed eye drops. I cannot take beta-blockers. My pressures have in the past been normal without medication. (B)(6) center objective is to keep pressures at 12. This could not be obtained alone with latanoprost. FDA safety report ID (B)(4).